Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('prolonged and heavy bleeding') in an adult female patient who had essure (batch no. He01181) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), weight fluctuation ("weight fluctuation"), alopecia ("hair loss"), pelvic pain ("chronic pain") and mental disorder ("psychological injury"). At the time of the report, the genital haemorrhage, weight fluctuation, alopecia, pelvic pain and mental disorder outcome was unknown. The reporter considered alopecia, genital haemorrhage, mental disorder, pelvic pain and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 10-feb-2021: nullification: due follow up information received, this report was detected to be a duplicate to record # (B)(4) to which all information will be transferred, then this duplicate record # (B)(4) will be deleted in bayer safety database. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('prolonged and heavy bleeding') in an adult female patient who had essure (batch no. He01181) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), weight fluctuation ("weight fluctuation"), alopecia ("hair loss"), pelvic pain ("chronic pain") and mental disorder ("psychological injury"). At the time of the report, the genital haemorrhage, weight fluctuation, alopecia, pelvic pain and mental disorder outcome was unknown. The reporter considered alopecia, genital haemorrhage, mental disorder, pelvic pain and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 21-jan-2021: product lot number added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.